Event description:
The defibrillation lead involved in this MDR report was explanted 20 months after implantation, because of oversensing and inappropriate shocks. After the lead was extracted, the physician reported that the lead tip was missing.

Manufacturer narrative:
In 2008, this event concerns a device that was manufactured and used outside the united states. The analysis of the device is pending.